Event description:
It was reported that an asymptomatic patient presented on merlin.net transmission. The device was far field r wave oversensing on the atrial channel. There were inappropriate automodeswitch (ams) behaviors. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested. Further information could not be obtained.